Manufacturer narrative:
(B)(4). Returned product consisted of an omega stented balloon catheter. The balloon was loosely folded with the stent crimped onto the device. Inspection of the device revealed damage (lifted, stretched) to the stent, located 32mm from the tip of the device. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on march 22, 2017. It was reported that crossing difficulties were encountered. The (B)(4) stenosed, 3.0mm x 32mm, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified left circumflex artery. After pre-dilatation was performed with a 2.0x15mm maverick balloon catheter resulting to (B)(4) residual stenosis, a 32x3.00 omega¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.